Event description:
When unit was plugged into the box it started to alarm. The technician picked up the unit and it burnt her hand through the glove and also burnt the drape. Sales rep. Stated that they took her to the emergency room and was diagnosed with a 1st degree burn to the palm of her hand. She had the next day off and returned to work the following day. She did undergo some sort of therapy as well. The unit is customer owned and will not be returned at this point.

Manufacturer narrative:
Device is not being returned for evaluation.(B)(4).